Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the buttons on his insulin pump were sticky and he had to press them twice to get them to function. The customer also reported that the insulin pump was getting unexplained no delivery alarms, and rainbow effect and fog behind the screen of the insulin pump. The customer had to tilt to read the screen. The insulin pump will not be returned for analysis.